Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Ischemia: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella cp had reduced blood flow to the leg with increasing edema. Pedal pulses were present. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
A4, a5, and a6 are unknown, the impella device is not possible to obtain from the customer. Therefore, the investigation of the device was not possible. Should any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿